Event description:
It was reported that tip detachment occurred. The target lesion was located in the tortuous and blocked left anterior descending artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the tip of the device fractured. The device was removed, and the procedure was successfully completed using another device of the same type. No complications were reported, and the patient remained stable post-procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).